Event description:
It was reported that during a retros sigmoidectomy procedure, the device did not work and the shears presented an error code. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the device was received with the blade discolored (blue), due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.